Event description:
The hospital reported that during the end of an endoscopic vein harvesting procedure, the c-ring failed to retract back into the cannula as it was partially detached. Nothing fell into the patient and no intervention was required. A replacement device was used to complete the procedure.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance record in the lot history. (B)(4).